Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803- 2012-03830 addresses the first jagwire guidewire, manufacturer report #3005099803-2012-03843 addresses the second jagwire guidewire. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure when the first wire was placed in the duodenal papilla, the tip detached inside of the patient. The detached component was not retrieved, per the physician the fragment is expected to pass naturally, and no intervention is planned to retrieve the device fragment. The guidewire was removed from the patient and a second jagwire guidewire was opened. However, during preparation, the hydrophilic coating was noted to be peeling, exposing the metal tip of the core wire. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-03830 addresses the first jagwire guidewire, manufacturer report #3005099803-2012-03843 addresses the second jagwire guidewire. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure when the first wire was placed in the duodenal papilla, the tip detached inside of the patient. The detached component was not retrieved, per the physician the fragment is expected to pass naturally, and no intervention is planned to retrieve the device fragment. The guidewire was removed from the patient and a second jagwire guidewire was opened. However, during preparation, the hydrophilic coating was noted to be peeling, exposing the metal tip of the core wire. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: evaluation of the complaint device was performed. Visual inspection confirmed that the coating at the tip of the wire was peeled exposing the tip of the inner core wire. It was noted that there was adhesive residue present on the wire, indicating that the pebax was properly attached to corewire initially. The investigation concluded that the root cause for the reported event is handling damage. This failure occurs due to mishandling of the device without direct patient contact either during unpacking, preparation or shipping (e.g. Wire was removed improperly from hoop by the tip). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-03830 addresses the first jagwire guidewire. It was reported to boston scientific corporation that two jagwire guidewires were used on august 14, 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was performed on (B)(6), 2012. According to the complainant, during the procedure when the first wire was placed in the duodenal papilla, the tip detached inside of the patient. The detached component was not retrieved, per the physician the fragment is expected to pass naturally, and no intervention is planned to retrieve the device fragment.the guidewire was removed from the patient and a second jagwire guidewire was opened. However, during preparation, the hydrophilic coating was noted to be peeling, exposing the metal tip of the core wire. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.